Manufacturer narrative:
The hill-rom technician isolated the issue to the hand pendant communication cable. Although the cable was not visibly damaged, it had a short in it. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the hand pendant communication cable to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report form the account stating the bed functions were running on their own. The bed was located out of service in the biomedical shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).